Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.0/3.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to lens rotation not associated to a low vault . The lens was later replaced with a spherical lens of the same length different power and the problem resolved. For additional information the reporter stated " because of the high intraocular pressure at the initial stage after surgery, the doctor originally decided to customize the astigmatic lens with special axial position for replacement after face-to-face consultation. After repeated examinations, the patient again decided to customize the non-astigmatic lens for replacement, and the astigmatism degree was corrected by laser surgery." Cause of event was unknown.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry a microcentrifuge vial. Visual observation found the haptic broken and bent. Dimensional inspections found the lens to be within specifications. H6: impact code: 4628 added. Claim #(B)(4).